Event description:
It was reported to philips that the system was not starting once the power was recovered after a power outage. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Troubleshooting determined that there was an issue with the hospital electrical mains, resulting in an electrical failure of the system's power distribution unit (pdu). The customer performed three restarts on the system, which resolved the issue. After the restarts, the system was returned to use in good working order.